Manufacturer narrative:
Due to a slight delay in surgery, occurrence was determined to be reportable to the FDA.

Event description:
Dr (B)(6) used the ultratine implant as indicated by microaire, completed the implantation of the first ultratine, and noticed when he opened the second ultratine from the same box, it was as if there was a lot of moisture that got into the device, the post was soft and there was no stability, it wouldn't engage on the insertion tool. He set that ultratine implant aside, opened up the back up and used it successfully. No delay in surgery or pt injury.